Event description:
Caller reported experiencing intermittent occlusion alarms. This resulted in the customer¿s blood glucose level to display as "high", a specific value was not provided. To address the high blood glucose, the customer administered a correction injection. The customer was able to resumed insulin therapy without changing supplies.